Manufacturer narrative:
On 11-aug-2021, biosense webster inc. Received additional information which indicated the adverse event was discovered during use of biosense webster products. The physician had no idea what caused of the adverse event. The patient was treated with steroids and follow up. Pacemaker placement is also being considered. Patient outcome from the adverse event was reported as improved. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation for the finished device 30509684m number; no internal action related to the complaint was found during the review. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced complete atrioventricular block. Mapping using a pentaray catheter for premature ventricular contraction (pvc) origins near the his bundle. The earliest identification was in the right ventricular septum. Although we tried to record his electrical potentials during sinus rhythm, his potential was not found near the source. Ablation was started from low power (25 w) with caution against first-degree atrioventricular block. Junctional rhythm appeared, but a-v was conducted at 1: 1. Pvc was suppressed but relapsed after a while. Although ablation was performed again, recurrence occurred after ablation. Ablation is performed by shifting the ablation position slightly, gradually increasing the output over 100 seconds, extending a-v at 35 w, and immediately stopping the ablation, but then complete block. Although ventricular escape rhythm rate 50 did not affect hemodynamics, atrioventricular block was observed until discharge. Steroids were administered and the patient was to be followed up in the ward. Complete atrioventricular block. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.